Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that there were 12a fuses blown in the monitor cart so he replaced the fuses. The system operates as intended.